Event description:
The customer reports during a procedure, the system had a gas leak and a system message code causing a delay greater than 15 minutes. The procedure was completed following a system exchange. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).